Event description:
It was reported that, during setup, a 980 ventilator generated a background fault error message. The ventilator was not in use on a patient at the time of the reported event. The service engineer (se) inspected the device and was not able to duplicate the reported issue. The se performed calibrations and extended self-testing on the device and all tests passed.